Event description:
It was reported that a massive stroke and death occurred. A 23mm lotus edge valve was implanted in a patient. The patient experienced a massive stoke. Three days post implant procedure, the patient died.